Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements. The patient will be followed up. No adverse patient effects were reported. Additional information noted that a revision took place due to a suspected connection issue. The right ventricular lead was disconnected and checked which showed no abnormal values. The lead was reconnected to the device and the procedure was completed.